Event description:
Siemens customer reported on (B)(6) 2013 that the drive belt in the CT system broke and popped the plexi ring out of place. Hospital personnel reported to siemens' customer service engineer (cse) that the drive belt wrapped around the pt's legs; tightened and loosened a few times until the gantry came to a stop. Reportedly, the pt was taken to the emergency room for evaluation where the physician determined there was no apparent injury to the pt.

Manufacturer narrative:
Siemens' customer service engineer (cse) installed a new drive belt, made repairs to the existing motor bracket assembly and the system was put back in use. The cse ordered a new motor bracket assembly and installed it on (B)(4) 2013. Since then, the system has been in normal use and there have been no issues reported.